Manufacturer narrative:
In trouble-shooting following the procedure, outside of the operating room (or), the medtronic representative shut-down the imaging system, waited 5 minutes and after a system re-boot, the issue was resolved. Return requested. Replacement ht controller shipped to site 07/06/2016. No parts have been received by manufacturer for analysis. On 07/07/2016 - a medtronic representative performed a second imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed 2d and 3d. Imaging system had sporadically generator overload failure in sedecal x-ray generator. Ht control board replaced. Calibrations checked - manual and automatic generator calibrations performed. Dose measurements and iq check performed. System functions checked. Issue resolved. System performs as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system mobile view station (mvs) showed a generator error message. The 2d displayed poor quality and a very short beep instead of the beep normally heard while exposing. The 3d displayed poor quality and no navigation information had been saved. An imaging system re-boot resolved the issue for 2 2d shots. The issue reoccurred and the surgeon opted to discontinue the use of the navigation system and the imaging system to complete the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect ht controller was unable to confirm the reported event. Installed ht controller board in test imaging system, the system readied as expected. No errors were observed, either displayed on the mvs, in the logs, or while observing the remote desktop. 2d and 3d imaging are successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).